Event description:
A customer reported having issues with the adc application. The customer reported that while using the freestyle librelink, the app would not scan the sensor. As a result, the customer became hypoglycemic and experienced tingling in the arm and a loss of consciousness. The customer had contact with a healthcare professional who provided orange juice for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. Per smartphone compatibility information, with use of application, the customer's device (phone) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Customer reported having issues with the adc application in use with samsung a13 phone, android 12, version 2819305. Per smartphone compatibility information, with use of freestyle librelink and freestyle libre 2 applications, the customer's device (samsung a13) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Pqe was able to scan a sensor using the android version of the app (2.8.1) and could not replicate the complaint. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported having issues with the adc application in use with samsung a13 phone, android 12, version 2819305. The customer reported that while using the freestyle librelink, the app would not scan the sensor. As a result, the customer became hypoglycemic and experienced tingling in the arm and a loss of consciousness. The customer had contact with a healthcare professional who provided orange juice for treatment. There was no report of death or permanent injury associated with this event.